Event description:
Event was reported of a device explant after an implant duration of approximately 9 monhts due to "severe rapid calcification" and "early valve degeneration".

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: the device serial number was not reported. When the device is received and the evaluation is completed, the device will be dismantled for the serial number and the DHR review will be done at that time. The operative report has been provide but is not in english and has not been translated. Echocardiography is indicated as available but has not been provided. Investigation is on-going.

Manufacturer narrative:
Evaluation summary: as received, the tissue is stiff and transparent-like in characteristics, common characteristics of dehydrated tissue. A tear is detected in the free margins of leaflet 1 and 3 at commissure 1. The tears measure to approximately 7mm, and are most likely due to mechanical damage at explant. The sewing ring has been cut off along leaflet 3 and the wireform at commissure 3 is exposed, due to explant as well. Heavy calcification is detected in the cusp area leaflets 1 and 3, and in the free margin of leaflets 3. At leaflet 2, calcification is moderate in the cusp area and minimal in the free margin. Calcification restricted mobility in the leaflets and led to stenosis. Minimal to moderate host tissue overgrowth encroached onto the tissue at both aspects and into the orifice at the greatest point by approximately 3-4mm at the tissue inflow and by 6-7mm at the tissue outflow. Host tissue is moderate to heavy at the stent outflow. The x-ray demonstrates calcification. Additional manufacturer narrative: repeated requests were made for patient medication history and patient medical history but no additional information has been provided on (B)(6) 2011. The echo cd was requested but not received to date. The (B)(6) 2010 implant operative report was received and also translated. The event description states: the sternum is completely osteoporotic, but both sterna corticales are firm. Protruded bone marrow is saved for pathological examination. Heart is big and dilated. After cardioplegic arrest, distal anastomoses completed and afterwards aorta is opened. Valve is tricuspid and heavily calcified. Valve is taken out and cardioplegia is selectively added. Aortic valve is being replaced by an edwards supra annular aortic bioprothesis. The (B)(6) 2010 explant operative report was received and translated. The event description states: valve in mediastinal area strongly grown in, around the atria and apical this is not the case. Venous graft and lima can be identified, exposed and saved. After opening the aorta (wall is very thick) the bioprosthesis is taken out. Valve shows extremely severe calcification, and opening of the valve is very difficult. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the implant operative report confirmed a prior history of calcific stenosis. However, no other patient information has been provided. Without this information, we cannot determine the root cause for the calcification of this device.